Event description:
It was reported that an unknown alarm occurred during patient use of the homechoice machine. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice cassette was returned and analyzed. No abnormalities were identified during visual inspection with the naked eye. Leak, clear passage, and clamp functional testing were all performed with no issue noted. The cassette was able to run on a homechoice device successfully. As an alarm was unable to be duplicated and a malfunction was not identified, the reported issued could not be verified during analysis of the cassette. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13f01034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.